Manufacturer narrative:
(B)(4).

Event description:
It was reported that a MRI of the patient¿s brain was being performed to evaluate for a brain lesion. The patient had been having trouble with their balance. Two days later a manufacturing representative reported that the brain lesion was not related to the therapy. The reporter was told by the patient it was seen on scans prior to implant. The patient did not end up getting an MRI the other day. The patient was ordered to get an x-ray and CT scan with contrast instead to look for an ¿amengioma¿ (benign brain lesion). For the CT scan the patient turned the implantable neurostimulator (ins) off. After turning the ins back on after the CT scan their tremor did not go back to the way it was prior to the scan. The patient¿s healthcare professional (hcp) ordered a CT scan of the brain with and without contrast to check on the ¿amengioma.¿ the patient stated they were a difficult case for tremors and they had not had much improvement since implant. No interventions or outcome were reported regarding this event. Further follow-up is bei ng conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the cause of the event was determined and it was device related. When the patient turned the implantable neurostimulator (ins) off their tremor was worse. The patient had a gradual loss of therapeutic effect. The patient reported their tremor returned after being reprogrammed, when their tremor was controlled in the clinic. The patient was instructed to increase their settings. The patient did have a (B)(6) percent or greater symptoms reduction. An appointment was scheduled with the patient¿s healthcare professional and a manufacturing representative on 2015-(B)(6). The patient had not recovered and the symptoms/issues were ongoing. The patient later reported they did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0au2v, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va0a81x, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).